Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the right posterior artioventricular segment. Slow flow was reported as an angiographic complication. On the same day the patient suffered an mi. The reported mi was related to target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Concomitant medical products: lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
It is reported that the patient died approximately 16 months post index procedure. The death was assessed as cardiac, due to cardiogenic shock, acute renal failure and acute myocardial infarction. The investigator assessed that there was no relationship between the event and the study device.